Event description:
Penumbra coil 400 was being used to embolize aneurysm. The complex coil would not form a basket in the aneurysm and appeared to be a straight coil rather than a complex one.

Manufacturer narrative:
Conclusion: thie device has been returned and the results of the investigation are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the pusher assembly does not have any visible damage. The coil is still attached to the pusher assembly. The coil was straight with a "j" shaped distal end when pushed out of the sheath. The coil was removed from the stretch resistant (sr) wire and the coil complex shape was held by the material as expected. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that coil did not form the basket shape in the aneurysm. During evaluation, the coil was removed from the sr wire and the complex shape was present. The cause of this complaint may have been something specifically related to the patients anatomy or blood may have congealed the coil, not allowing it to take the shape the physician expected. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.